Event description:
Agent ide it was reported that unstable angina occurred. On (B)(6) 2017, the mid right coronary artery (rca) was treated with balloon angioplasty, cutting balloon and a synergy drug eluting stent. On (B)(6) 2021, balloon angioplasty was performed at the mid rca. On (B)(6) 2021, the subject presented with unstable angina and was referred for the agent ide study. The index procedure was performed on the same day. Heparin or other antithrombotic medication were administered at the time of index procedure. The target lesion was located at mid rca and was 12 mm long with a reference vessel diameter of 3.5 mm. The target lesion was predilated using a 3.5 mm x 15 mm balloon and was treated with a 3.5 mm x 20 mm agent dcb study device successfully with 0% residual stenosis and timi flow 3. The subject was discharged on aspirin and prasugrel. On february 12, 2022, the subject presented with unstable angina and the mid rca was treated with 4.0 mm x 12 mm synergy drug eluting stent.